Manufacturer narrative:
Eval summary - no sample was provided by the customer. A review of the mfg record for this lot was requested. The supplier reviewed the batch records for lot tphw-02-05, as well as three lots produced before and afterwards. Retain samples were reviewed and verified that samples do not appear emulsified. No root cause could be determined. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported severe emulsification of this product by ten weeks following its use during a pars plana vitrectomy procedure. The surgeon reported two pts were affected. He also reported the product (oil) was removed but because of the emulsification, the eye still has some oil and there is anterior chamber and vitreous cellular reaction. In a f/u, the surgeon reported that for this pt, the retina re-detached in (B)(6) 2011 and a repeat vitrectomy was performed. The surgeon reported the eye is inflamed with emulsified oil below the gas bubble and the intraocular pressure (iop) was 8 mmhg. The surgeon stated the retinal view was poor and he was unable to determine if the retina was flat. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first pt.